Event description:
It was reported, the patient¿s trial procedure was abandoned due to the inability to steer the scs lead to an appropriate level due to the patient¿s anatomy.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.